Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup condition after the field attempted to restore the device unsuccessfully. The device triggered backup mode caused by undetermined source. Functional testing performed after restoring the device indicated normal functionality with battery voltage above elective replacement indicator (eri) level and normal current level. Further evaluated including cold soak temperature and monitoring the device for several days with load, did not reproduce backup condition, and the cause of the reported event could not be determined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, the device was found in back-up vvi (bvvi) mode. Technical support was contacted and reprogramming was not successful. The device was explanted and replaced to resolve this event. The patient was stable.